Event description:
As reported to bard/davol by the user facility: during a hernia operation the doctor requested an enhanced sorbafix for fixation of the mesh. When opening the packaging it was noted that the needle was protruding out from the tip, about 3 cm, exposing the sharp point of the needle to the user. There was no injury to the or staff as a result of this event and no patient involvement as the device was not used.

Manufacturer narrative:
Visual examination of the returned device found that the drive collar/clevis pin was free within the device handle. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture. A review of complaint records found no other complaints of this nature have been reported to date for this lot of (B)(4) units manufactured in september of 2013. Evaluation of the sample indicated that the problem was most likely related to an assembly issue as the unit does not appear to have sustained any physical damage and was an out of box failure.